Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer suspended the insulin pump and when she resumed insulin delivery, the insulin pump was unresponsive. The act button was hard to press during priming. Customer's blood glucose level was 117 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.